Manufacturer narrative:
A steris service technician arrived onsite, inspected the processor, and found the inlet hose to the filter housing was not present. The inlet hose to the filter housing was not present as user facility personnel removed it prior to the steris technicians arrival. As user facility personnel removed the hose, steris is unable to evaluate and determine root cause. The technician replaced the hose, ran test cycles and confirmed the processor to be operating properly. No additional issues have been reported. The steris technician spoke with user facility personnel regarding the reported event and found the initial report to be incorrect. The technician confirmed that water did leak however, no medical treatment was administered and user facility shut off the water.

Event description:
The user facility reported a hose detached from their system 1e filter housing and splashed water into an employee's eye.